Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly, the patient was revised due to two dislocations and complications from original metallosis and revision surgery. Invoice was unable to be located.